Event description:
A report was rec'd that the pt developed an infection at the ipg site. The pt's symptoms were that the ipg site was open and it had a white open sore. The physician explanted the entire precision system and debrided and cleaned the ipg site. The device was working properly and the pt could feel stimulation. The pt was reportedly doing well.